Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the battery contacts were contaminated, as a result the battery contacts were replaced. It was also noted that the lower case was broken, and the ring cover was contaminated.

Event description:
It was reported the device does not always turn on. New battery was installed and device still does not always turn on when buttonis pressed. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.